Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting 0 flow when starting rewarming process. Disconnected and reconnected arctic gel pads using proper technique with no change in flow. Ran diagnostics and flow was 2 lpm, inlet pressure was -7psi range, circulation pump command was 60% range, reconnected and flow settled around 1.4lpm. It was advised to change the arctic gel pads. The user agreed would call back in an hour. Called back an hour later and doctor had decided to let patient warm on own.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting 0 flow when starting rewarming process. Disconnected and reconnected arctic gel pads using proper technique with no change in flow. Ran diagnostics and flow was 2 lpm, inlet pressure was -7 psi range, circulation pump command was 60% range, reconnected and flow settled around 1.4 lpm. Advised to change the arctic gel pads. Agreed would call back in an hour. Called back an hour later and doctor had decided to let patient warm on own.